Event description:
The patient contacted animas on (B)(6) 2012 reporting erratic blood glucose from 40-50mg/dl with confusion up to 250mg/dl. The patient reported treating the low blood glucose with oral carbohydrate and the blood glucose increased to 177 mg/dl. The patient reported having some blood at sites on set changes however the erratic blood glucose was occurring for over a week. The patient stated that the lows did not seem to correlate with site changes. The patient reported programming a correction bolus of 3.05 but stopped after 1.05 units and found that his blood glucose still dropped to 40 mg/dl. The patient confirmed that the programmed basal rates were correct. The patient reported that he was unsure of the insulin to carbohydrate (I:c) or insulin sensitivity factor (isf) settings. The patient confirmed that the tdd, basal, and prime histories were correct. The patient confirmed that the bolus history was correct and it showed some boluses were cancelled but the remainders were not reprogrammed. The patient stated that he did use the ezcarb and ezbg bolus features however he was unsure of the settings for I:c, isf, and bg target settings. Customer support advised the patient that if the pump settings were not correct the advanced bolus features could be giving the incorrect bolus amount. Customer support advised the patient to follow up with a health care provider for assistance with the pump settings. This report is made based on the allegation that the patient experienced hypoglycemia possibly related to pump settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that he was using the advanced pump features but was not sure of the advanced pump settings. The pump user guide instructs the patient to consult a physician regarding the programming of the pump and which features should be used; it also instructs the patient not to use the advanced features until a health care provider can aid with the input of settings and train the patient on the use of each feature. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no functional defects were found with the returned pump. There was no data available in the download history or black box for the time of the reported event due to continued patient use. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. Review of daily insulin delivery shows the pump was delivering accurately.

Manufacturer narrative:
(B)(6) 2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.